Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1. "Lo" (<10 mg/dl), 12 mg/dl, 130 mg/dl, and 176 mg/dl 2. "Lo" (<10 mg/dl), 16 mg/dl, 32 mg/dl, and 136 mg/dl readings of "lo" were not duplicated. Sets of readings were taken at different times. No adverse event reported. Requested return of suspected device and strips and replacement was sent.